Manufacturer narrative:
The product met specifications at the time of evaluation as no defect or malfunctions related to the high ground reading was identified.

Event description:
It was reported that the current leakage was out of specification with a high ground reading. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the current leakage was out of specification with a high ground reading. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.